Event description:
It was reported that the patient presented to the emergency room complaining of fatigue and lack of energy. It was noted that the device was not pacing properly. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 4592 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).